Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient with appendicitis underwent a drainage procedure. The md who placed the nefrostomy catheter stated that 2 days ago (B)(6) the surgery department cut off the maclock and tried to remove the catheter. At that moment the drain was removed and the thread remained in the patient. The md from radiology department who placed the drain was contacted to remove it but without success. The upcoming days they are trying to see if the appendicitis of the patient will get smaller and after that they will operate and remove the appendix. In that case they will also try and find the left piece of the thread and remove it. No additional info has been provided by the reporter.